Manufacturer narrative:
(B)(4). Product evaluation: the lens was returned in liquid in the case/vial; surgical residue was cleared; visual inspection found haptic torn (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Pt weight: unk. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon inserted a 13.2 mm vticmo13.2 implantable collamer lens, -15.0/+1.5/040 diopter, in the patient's left eye on (B)(6) 2016. The lens tore/broke during the implantation and was explanted on the same day. Another lens of the same size was implanted on (B)(6) 2016. There was no report of any apparent injury.

Manufacturer narrative:
The lens was explanted on (B)(6) 2016. Another lens was implanted on the same day. (B)(4).